Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose and diabetic ketoacidosis. Caller believed that customer was not getting enough insulin due to infusion set. Date of hospitalization and blood glucose levels were not reported.